Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak during pd treatment. The patient said there was an air detected in cassette warning and a draining slowly message that occurred in drain 2 of 5. Patient stopped treatment and fluid was discovered in the pump module area and also on the external of the cassette. The patient was advised to let the cycler air dry before using it again for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry and has been using it ever since the event with no issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the system as to where fmc cassettes were delivered. Since the complaint sample is not available for evaluation neither photos or videos were provided for evaluation and device history record (DHR) review was not performed since the lot number is unknown and no information was found on the sap system, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
A peritoneal dialysis (pd) patient reported having had a fluid leak during pd treatment. The patient said there was an air detected in cassette warning and a draining slowly message that occurred in drain 2 of 5. Patient stopped treatment and fluid was discovered in the pump module area and also on the external of the cassette. The patient was advised to let the cycler air dry before using it again for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient let the cycler air dry and has been using it ever since the event with no issues. The cycler set is not available to return.